Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of obtaining patient medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.

Event description:
It was reported that a home patient passed away on (B)(6). The patient was not on treatment at the time of her death and the time of the last treatment is not yet available. Machine has been moved to the hosp. Further details will be updated in file when they are obtained from the facility. The facility does not allege any involvement of fresenius product or the treatment for the incident. Fimcc tech will be providing assistance to the facility in collecting machine data. It was discovered that patient has expired within four hours of last treatment.